Event description:
Reporter indicated that upon initial use of the vns programming system, it would not work. The reporter indicated the problem only occurred that one time, and there have been no more problems with operation of the programming system since. Additional information from the site indicated it is difficult to view the numbers clearly on the handheld computer. The light on the handheld could not be adjusted. A replacement handheld has been sent to the site. The old handheld is expected to be returned to the manufacturer for analysis. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.